Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure ; name of initial surgical procedure ((B)(6) 2006) the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications were any concomitant procedures performed? Onset date/time of the chronic right groin and pelvic pain from initial ((B)(6) 2006 ) surgery? Location and character of the pain? Please provide the date, surgical findings and outcomes of the 1st surgical attempt to remove the mesh? Please provide surgical findings and outcomes of the 2nd re-operation ((B)(6) 2018)? Was the device removed? Product code and lot # will product be returned? If yes, please provide return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Following the procedure, the patient was affected by chronic pelvic pain. The patient experienced chronic right groin pain despite previous attempt at surgical removal, no date provided. The patient underwent a second successful surgery to remove residual mesh on (B)(6) 2018 with resolution of pain symptoms. It was reported that there was no suggestion of defect with respect to the device. Additional information has been requested.